Event description:
It was reported that during direct stenting of a mildly tortuous, moderately calcified, 90% stenosed, de novo lesion in the right coronary artery, a 3.5x15 xience v was deployed, however, during post dilatation with a voyager nc balloon catheter at 12 atmosphere (atm) the balloon ruptured during the first inflation. Post dilatation was completed using a non-abbott balloon at 18 atm. There was no reported adverse patient effect. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Dilatation catheter: 3.5 x 15 mm potenza; guide wire: sion blue; guide cath: radi guide; stent: 3.5 x 15 mm xience v. Balloon material ruptures can be affected by numerous factors including, but not limited to, balloon damage during manufacturing, materials, handling, lesion calcification and tortuosity, an interaction with a previously implanted stent, insufficient preparation prior to use or from interactions with other devices. Since there was no report of any leaks noted during preparation for use, this may indicate that the balloon was not damaged prior to the procedure. Additionally, the lesion was reported as mildly tortuous, moderately calcified and 90% stenosed, which may have contributed to the reported difficulty. If the balloon experiences mechanical damage at some point during the procedure, this can cause the material to weaken and rupture during an attempt to inflate the catheter. Ultimately, return of the voyager nc may have aided the investigation in determining a cause for the experienced rupture. A review of the finished product lot history record did not reveal any nonconforming material records associated with this lot and all lot release testing met manufacturing criteria. Without the product to examine, a definitive cause for the reported balloon rupture cannot be determined, however, there does not appear to be any indication of a product quality deficiency. To ensure this type of damage is not a result of a potential manufacturing or product related deficiency, all dilatation catheters are 100% visually inspected and leak tested during the manufacturing process. A sampling of units is also destructively tested to verify rbp and balloon integrity.